Event description:
(Iab s/n unk) the clear hemostasis valve was unscrewed from the 6" sheath and bleeding was noted at the valve. The hemostasis valve was not returned to co for evaluation. The valve was discarded by the facility.